Event description:
It was reported that during the implant procedure, the physician was removing the stylet and the lead pulled out of the sheath, unable to follow up with the contact information provided, hence no further information was obtained.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is complete.